Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter found a non-significant anomaly of sc connector tear in seal near guide ring.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the pump was returned to the manufacturer for disposal. The pump was removed prophylactically to avoid in-vivo battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was explanted and replaced with no alleged product issue. The catheter was ¿not intrathecal.¿ the old catheter was explanted and the patient was given oral baclofen and benzodiazepines. Thedoctor had to do a laminectomy to get the catheter in. The doctor chose to keep the same dose despite the patient exhibiting withdrawal symptoms from the catheter being out of the intrathecal space. The patient was noted to have underdose symptoms. The patient came in over the weekend with symptoms of tachycardia (somewhere in the 170 range), elevated ck, and severe dyskinesias. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported that ¿as a result of the overdose¿ the doctor dropped the dose to ¿400 down something¿ and sent the patient home. The patient was then ¿all gone¿ and receiving effective therapy. The patient recovered without permanent impairment. The system was being used to deliver lioresal baclofen.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), product type catheter. Product ID 8780, serial# (B)(4), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).